Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Updated device codes h6 and evaluation method codes h6. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a deflation and inflation problem, fluid loss as evidenced by ultrasound findings. The ipp is currently implanted. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a deflation problem and a fluid loss as evidenced by ultrasound findings. The ipp is currently implanted. There were no patient complications reported.